Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician made a request for battery status review for this implantable cardioverter defibrillator (ICD). This device dropped it battery longevity from 8.5 to 7.5 years in just 3 days. Boston scientific technical services (ts) discussed that the device has already been implanted for more than 8 years and 3 interrogations close together between programmer and latitude could have caused the drop or device was near point of ticking down from 8.5 to 8 and then with multiple checks, dropped to 7.5years. Additionally, this device tachy therapy was turned off due to a right ventricular (rv) lead issue. To date, this device remains in service. No adverse patient effects were reported.